Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported gi bleeding and cardiac arrhythmia, as well as a direct correlation to heartmate ii lvas could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous blood transfusion was reported under MFR # 2916596-2018-04184. The patient's subarachnoid hemorrhage was reported under MFR # 2916596-2020-00439. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced bloody stool. The patient noticed some red blood when wiping and occasional blood in the bowl. The patient did not experience melenic stools, hematemesis/ground coffee emesis, or any other signs or symptoms of bleeding. On arrival the patient's hemoglobin was 4.6 g/dl. A rectal exam was done in the emergency department and was positive for melena. The patient began feeling weak and experienced swelling of the face and legs, which the patient stated had happened in the past when blood transfusion was needed. On arrival to the unit the patient was in ventricular fibrillation with doppler mean arterial pressures (maps) in the 30's. The patient was given 500 cc 5% albumin with temporary improvement. The patient was started on amiodarone, procainamide, and dopamine drips (gtts) but ultimately required two rounds of defibrillation to achieve normal sinus rhythm. Pump flows improved from 3 lpm to 4.4 lpm and pulsatility index improved from 2 to 4.5. The patient was not on any anticoagulation at the time of the event given history of subarachnoid hemorrhage. The patient underwent push enteroscopy to proximal jejunum which was normal. The patient declined to have a colonoscopy and left against medical advice on (B)(6) 2019. The patient was treated with 4 units of packed red blood cells (prbcs). At the time of discharge the patient's hemoglobin was 7.5 g/dl and there was no active bleeding. No additional information was provided.